Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
A company representative reported that three ozark self-starting screws have fractured approximately three-months after implantation; two screws at c7, one screw at c6. Revision surgery is not currently planned. This report captures the first of three screws.

Manufacturer narrative:
Corrected data: h3 other text: device remains implanted.

Event description:
A company representative reported that an ozark self-starting screw at c6 has fractured approximately three-months after implantation. Revision surgery is not currently planned.